Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the foreign material ga (glutaraldehyde) remained present in the device, but the definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device insertion tube has slight crystallization. There was no patient involvement.